Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) in (B)(6) alleging the meter was displaying an error 4 message. This complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 3 ¿ (6/19/2013)the patient¿s meter has been returned and evaluated by lifescan product analysis on 1/17/2013 and 5/25/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 message. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were tested with control solution and was found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up (1/21/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.